Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient experienced physical trauma resulting in high impedance on the patients left dbs lead extension. Patient underwent surgical intervention on (B)(6) 2023 wherein the patients ipg and left lead extension were explanted and replaced. Therapy was restore post operatively.

Manufacturer narrative:
The report of lead extension revision due to high impedance was confirmed. Analysis of the returned extension found it was also damaged during the explant procedure. Electrical testing resulting in multiple open channels. The report stated that prior to the high impedance readings the patient fell, and the lead was hit causing high impedances on the entire left lead.